Event description:
It was reported during a routine adjustment under radiography. It was observed that the injection port was disconnected from the catheter. The band and port were both replaced. The pt is fine.

Manufacturer narrative:
Info anticipated, but unavailable at this time.